Manufacturer narrative:
(B)(4) additional review determined the following device code was not related to this event: (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.

Event description:
It was reported the implantable neurostimulator (ins) was discharged and prematurely depleted. The ins was programmed to c+, 6- at 3.8v, 90 usec, and 160 hz on the right side and c+, 1- at 3.8v, 90 usec, and 160 hz on the left side. Impedances were measured to be within normal limits. The ins was to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient was ¿doing good after the replacement.¿ the patient was receiving ¿therapy with good benefits¿ at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.